Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 39286-65, lot# va0vt03038, implanted: (B)(6) 2016, explanted: (B)(6)2016, product type: lead.

Event description:
A healthcare professional (hcp) reported the patient had an implantable neurostimulator (ins) for low back pain and thought there was a loose wire. The patient could feel shocks and it became uncomfortable when they moved and they felt a sharp pain. The patient didn't feel unpleasant sensations but was in worse pain when the system was off. The patient had chronic leg pain and regional pain syndrome stemming from a logging accident. The patient had a laminectomy at t-8-9 with the implantation of the ins. As of the summer, the patient had pain in the lower left leg. X-rays on (B)(6) 2016 showed no change in lead position and no loose wires. It was noted that there was a device malfunction; the device did not do what it was supposed to do. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.